Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5068-58 lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on the electrogram. It was also reported that the right a trial (ra) lead exhibited a fracture, high impedance and high thresholds. The ra lead was reprogrammed and the rv and ra lead remain in use. No patient complications have been reported as a result of this event.